Event description:
Reporter indicated that pt had passed away. Cause of death is unk at this time as no response has been received to manufacturer's requests for additional information from treating physician. There is no evidence at this time that hte ncp system caused of contributed to the reported event.